Event description:
It was reported the patient had a shocking or jolting sensation the day prior to report. It was stated the patient wanted to increase their stimulation from 2.1 to 2.2 volts on program 4 but when they pushed the power/backlight button on their programmer they got a terrible shock that went down to their left foot. It was noted the patient was implanted on their left side and they felt a sharp pain that felt like cramps and charlie horses. Reportedly, the patient had a very uncomfortable night and their toes were numb. It was stated when the patient¿s stimulation was off their pain symptoms went away. The patient increased their stimulation and reported discomfort at 2.2 and 2.1 volts and felt a little sting where the implantable neurostimulator (ins) was when they were standing up. The patient decreased to 2.0 volts and it was comfortable for them. It was noted the patient may have accidentally pushed the stimulation on button the day prior to report while pushing the power/backlight button. Reportedly, the patient had been on program 4 since (B)(6) and it seemed to be working pretty good for them. It was reported the patient saw the patient programmer batteries are low screen.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09gyf, implanted: (B)(6) 2013, product type: lead. (B)(4).